Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was inserted via left femoral artery in a patient 77-year-old male patient for a protected pci procedure. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support is/was unspecified. During sheath insertion the sheath was placed over a stiff wire. Upon removal of dilator the sheath was oozing around bell shaped area. The dilator was reinserted and the bleeding stopped. The short sheath was exchanged for the long sheath with no oozing. Case proceeded as planned. The device was successfully eased and explanted post procedure.